Event description:
On (B)(6) 2012 the patient had essure inserted. She was seen on (B)(6) 2013 for the pelvic pain and again on (B)(6) 2013, when the pain was labeled chronic. Surgery was done on (B)(6) 2013 by laparotomy and using wire cutters to remove the essure bilaterally and remove parts of both fallopian tubes for sterilization.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.